Event description:
(B)(4). This unsolicited case from united states was received on 07-nov-2017 from the other non-health care professional. This case concerns a (B)(6) patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced swelling, hot to touch and pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl019 and indication, expiration date: not reported). On an unknown date in 2017, after unknown latency the patient experienced swelling, hot to touch, left knee pain in the left knee. Corrective treatment: dexa injection for all outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on (B)(4) 2017 from the other non-health care professional. This case concerns a (B)(6) years old patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced swelling, hot to touch and pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl019; expiration date: may-2020; indication: unknown). On an unknown date in 2017, after unknown latency the patient experienced swelling, hot to touch, left knee pain in the left knee. Corrective treatment: dexa injection for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated with ptc number:(B)(6). The production and quality control documentation for lot # 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl019 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 06-dec-17, there were complaints on file for lot # 7rsl019: adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for all additional information was received on 06-dec-2017. The suspect product expiration date was added. The global ptc number and ptc results were added. Text was amended accordingly.